Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found via fluoroscopy that the newly placed right ventricular (rv) lead was dislodged. Repositioning was attempted, but the helix would not be extended. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The full lead was returned in one piece for analysis. Electrical testing found failure between conductors due to the inner coil being over-torqued with one filar of the inner coil broken and separated at the connector region, which was confirmed by x-ray examination, consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted and extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood in the helix region, blood on the inner coil, and over-torqued of the inner coil. No other anomalies were found.